Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. Implant date: original implant date reported only as 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a revision surgery of a previously performed trochanteric fixation nailing. The patient was experiencing pain, it was confirmed via x-ray that the helical blade was penetrating the femoral head in the acetabulum. The surgeon explanted all hardware. It was reported that the patient also had a locking screw removed in a prior revision surgery so the plate would fit better on the femur, the complaint was reported to be against a non-synthes plate not the locking screw. The devices will not be returned as they were discarded. This is report 2 of 2 for (B)(4).